Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a full black screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the black screen did disappear. Customer was perform self test and it was fail. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty connector at interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify blank display and device test failed due to full segment display.